Event description:
It was reported in 2007, that during a procedure in the pelvis, the floppy tip of the subject device (guidewire) became detached. "Several attempts to snare and remove failed. The physician was able to complete the procedure with this device anyway, with no patient complications and the patient is fine."

Manufacturer narrative:
Required intervention: this was checked because attempts were made to retrieve the detached distal tip of the subject device; however, the attempts were not successful. Other serious: the detached distal tip of the subject device was left in an unintended device fragment remains is unintended site; however, there were "... No patient complications and the patient is fine." Responses to follow up requests for additional information have not been received to date. Per the device directions for use (dfu): "before a guidewire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guidewire damage. Do not torque a guidewire without observing corresponding movement of the distal guidewire tip; otherwise, guidewire damage, such as tip separation and/or vessel trauma may occur." As well, per the dfu: "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action."